Event description:
Complainant alleged that during patient use, when the autopulse® platform was powered on a user advisory (ua) 45 (not at "home" position after power-on/restart) message was displayed. Customer reverted to manual CPR (exact length of time was not provided). Information regarding the patient was not provided. However, no adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.